Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided image found that the linkage bar is broken sticking out of the bottom of the device shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Clinical evaluation found that no further medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair, when attempting to pass the second limb of the novostitch pro meniscal repair system suture, a crack was heard and the device was no longer functioning. The top jaw of the device had broken off. Xray revealed that the piece was inside the patient. The piece could not be retrieved, therefore, it was left inside the patient. It is unknown if a backup device was available or if there was a delay in the procedure, no further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.